Event description:
The customer reported that an operator of an advia 1800 instrument slipped on oil and broke his hip while cleaning up the oil leak. There was no report of damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and determined there was no indication of an instrument oil leak. The cse determined the overflow tube from the reaction bath tray was not inserted in the oil bottle. The laboratory manager informed the cse that the operator filled the oil bottle and did not re-insert the overflow tube in the oil bottle. The cse also checked the system error logs, which indicated no errors occured during the time of the event. The cause of oil on the laboratory floor is unknown. The cause of the overflow tube from the reaction bath tray not inserted in the oil bottle is unknown. The oil bottle overflow tube was properly re- inserted in the oil bottle. The cse successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.